Event description:
Md attempted to place two blue (25mm) I/0s [intraosseous] (infor # 200407) and discovered that they were missing a part that allows the device to be connected to an IV extension tubing. Packaging and products discarded.